Event description:
Procedure type: hernia. According to the reporter: the grey seal became loose when the camera was inserted and removed. No patient injury during the case. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. No pt injury was reported. No additional information available at this time.

Manufacturer narrative:
Date initial report sent: 01/07/2009.